Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that insulin pump display screen was darker and unable to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No dim display noted and passed the displacement test, self test, active current measurement and sleep current measurement. Device was monitored. Adjusted the display options brightness level from 1-5 and each setting operated properly. No backlight anomaly noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. (B)(4).